Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the programmer passed functional and bench tests with no anomalies observed. (B)(4).

Event description:
It was reported the programmer powered down periodically. The programmer was returned for repair and update. No patient complications have been reported as a result of this event.